Event description:
It was reported the patient presented for a leadless pacemaker implant. During initial mapping, after the second location was mapped, it was discovered the lp helix had extended. The lp docking button was also pulling from the docking cap of the delivery catheter during procedure. The lp was exchanged successfully. The patient was stable.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During initial mapping, after the second location was mapped, it was discovered the lp helix had extended. The lp was exchanged successfully. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.